Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-00452. The pt was implanted with an scs system on (B)(6) 2009, including an ipg, paddle lead, and lead extension. The pt was scheduled to receive an additional percutaneous lead on (B)(6) 2009. It was reported pre-operative that the pt suddenly lost stimulation even at the maximum amplitude. During the revision procedure, physician reportedly noticed that the outer insulation of the paddle lead appeared broken. Both the extension and the lead were replaced on (B)(6) 2009. Follow-up on the pt found him to be doing well. No explanted devices were returned to ans for analysis.

Manufacturer narrative:
Device 1 of 2. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.